Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-02483. It was reported the patient went to the ER for chest pain in the evening following the patient's scs system trial implant. Subsequently, the patient's trial leads were removed the next day. Follow up information identified the issue did not reoccurred and no further interventions were planned.